Manufacturer narrative:
The complaint investigation for falsely elevated architect prolactin results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and testing of the complaint lot. A review of ticket trending data for the architect prolactin reagent did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 75044ud02. A device history record review did not identify any related nonconformances, potential nonconformances or deviations associated with the complaint lot number. In house testing was performed using retained samples of architect prolactin reagent lot:75044ud00. Testing met acceptance criteria therefore the products are performing as expected. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of architect prolactin, lot number 75044ud02, was identified.

Event description:
The customer observed falsely elevated architect prolactin results for one 47-year-old female patient. The patient¿s prolactin was lower by another method. The following data was provided: sid (B)(6) architect initial prolactin result = 42.6 ng/ml (reference range of 5.18-26.53 ng/ml) mindray platform = 23.02 ng/ml (reference range: 3.8-30.7 ng/ml) roche result = 43.29 ng/ml reference range = 4.86-23.62 after peg treatment result = 30 ng/ml. After hbt treatment result = 43.57 ng/ml ruling out heterophilic antibody interference. Roche result = 43.29 ng/ml reference range = 4.86-23.62 no impact to patient management was reported.

Event description:
The customer observed falsely elevated architect prolactin results for one 47-year-old female patient. The patient¿s prolactin was lower by another method. The following data was provided: (B)(6) architect initial prolactin result = 42.6 ng/ml (reference range of 5.18-26.53 ng/ml). Mindray platform = 23.02 ng/ml (reference range: 3.8-30.7 ng/ml). Roche result = 43.29 ng/ml reference range = 4.86-23.62. After peg treatment result = 30 ng/ml. After hbt treatment result = 43.57 ng/ml ruling out heterophilic antibody interference. Roche result = 43.29 ng/ml reference range = 4.86-23.62 no impact to patient management was reported.

Manufacturer narrative:
The reagent list number and lot number size code was updated on 07nov2025. Updated field d4-catalog # from 07k76-30 to 07k76-77 and lot# from 75044ud00 to 75044ud02 and field d4-primary UDI number from (B)(4). Complete information for section a1 patient identifier is: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Complete information for section a1 patient identifier is sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect prolactin results for one 47-year-old female patient. The patient¿s prolactin was lower by another method. The following data was provided: sid (B)(6), architect initial prolactin result = 42.6 ng/ml (reference range of 5.18-26.53 ng/ml) mindray platform = 23.02 ng/ml (reference range: 3.8-30.7 ng/ml) roche result = 43.29 ng/ml reference range = 4.86-23.62. After peg treatment result = 30 ng/ml. After hbt treatment result = 43.57 ng/ml ruling out heterophilic antibody interference. Roche result = 43.29 ng/ml reference range = 4.86-23.62 no impact to patient management was reported.